Event description:
A user facility medwatch report was received which states: as reported by the edwards field clinical specialist, after successful implant of a sapien 3 valve ultra valve in the aortic position, a perclose was unable to be deployed at the access site. A cutdown was performed to repair the vessel. The patient was stable and discharged. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No additional information was provided.

Manufacturer narrative:
D4- the UDI number is not known as the catalogue and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. The patient effect of tissue injury is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. A conclusive cause for the reported failure fire, cannot be determined. However, the treatment and patient effects appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Attachment medwatch report #mw5148481.